Manufacturer narrative:
The reported leak was confirmed. The luer hub has been fractured along its length, consistent with the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured luer hub is consistent with damage during use.

Event description:
During an atrial fibrillation ablation procedure a leak was noted at the irrigation tubing connection of the ablation catheter. A new catheter was used to complete the procedure with no adverse consequences to the patient.